Event description:
Patient was revised to address pain. Update: (B)(6) 2012 - litigation alleges that the patient suffered grievous pain and serious injury and elevated chromium and cobalt levels as a result of the implantation with the asr hip implant. Explantation surgery was performed to remove the device. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - plaintiff¿s preliminary disclosure form was received, which identified doi information for the right hip. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: - revision operative report received (B)(6) 2013. Revision operative report indicates the patient was revised due to pain; chromium and cobalt levels were significantly high; greenish grayish colored fluid from the bursa; the trochanteric bursa was significantly hypertrophied and almost had a pseudo cyst appearance with a layer kind of hypertrophic bursa; mild corrosion at the trunnion; acetabulum had some bone loss superiorly and bone was fairly thin; small cavitary defect at the level of the pubis anteriorly; small area in the ilium that was somewhat cavitary defect. The adapter sleeve and stem were added to the complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.